Manufacturer narrative:
Clarification to h6: there is no report of re-herniation. A review of the device history record for strattice lot s10555 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, d4, d6b, h4, h6.

Event description:
This is follow up#1 to report on (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with a strattice device lot ¿s10555-024¿ on (B)(6) 2008. The patient underwent a ¿removal of mesh + injury (recurrence + infection)¿ on (B)(6) 2009. The patient was implanted with another strattice device due to ¿incisional hernia.¿ the patient underwent a ¿removal of mesh + injury (debridement + wound vac)¿ on (B)(6) 2009. The form lists the condition that was treated was ¿hernia¿ in 2008 and 2009. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard/davol: composix e/x lot: 43jmd347,¿ on (B)(6) 2006. The form indicates that the device was removed on (B)(6) 2008 due to ¿mesh being rolled up in the lower aspect of the hernia defect.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2009. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2009. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.